Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the intracardiac electrograms revealed noise on the right ventricular channel of the implantable cardioverter defibrillator. Review of the data revealed myopotential oversensing. It was noted that the noise was seen since implant. The noise was reproducible with deep breathing. The patient is not dependent. The patient¿s condition was normal before and after the event. No intervention was performed.

Event description:
New information noted that the device was reprogrammed; the low frequency attenuation filter was programmed off. The patient would continue to be monitored normally.